Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, fold creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated and wear abrasion. Based on the device analysis the final assessment is: a striated edge broken in the side posterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Patient reported right side rupture and concern with product. Healthcare professional also reported bilateral total capsulectomies to be sent to pathology to assess for possible alcl. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient reported right side exchange from ¿textured to smooth implants due to the patient's concern with the product¿ and rupture. Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.